Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker with a right ventricular (rv) lead (competitor) displays oversensing, no capture and noise. Technical services reviewed the device data and recommended lead integrity testing. There was noise on previous stored episode which could be from the minute ventilation feature, currently minute ventilation is off. This device data did not have any recorded threshold test episodes. A follow up was done with the patient a few days later confirmed the impedance and sensing measurements were stable and thresholds measurements were unstable. The device remains in service. No adverse patient effects were reported.